Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due screw could not be screwed in many times, resulting in repeated detachment. Other attempts were made to place the ra appendage in another location; however, it repeatedly fell out. Moreover, upon checking the outside the body, the pillar was entwined with the screw, and the lead body itself was bending, thus the attempts were stop for consideration of safety. Subsequently, a new lead was replaced without any problems. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead tip/helix found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and lead damaged.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due screw could not be screwed in many times, resulting in repeated detachment. Other attempts were made to place the ra appendage in another location; however, it repeatedly fell out. Moreover, upon checking the outside the body, the pillar was entwined with the screw, and the lead body itself was bending, thus the attempts were stop for consideration of safety. Subsequently, a new lead was replaced without any problems. This lead was never in service. No adverse patient effects were reported.